Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine and bupivacaine via an implantable pump. The indication for use was non-malignant pain. It was reported that the healthcare provider (hcp) stated that for the past three pump refills, "after unclamping the tubing the med comes out all on it's own." The hcp stated that this was not normal to their experience and would like to know if something is wrong with the pump. The hcp stated that the patient denied having any issues with the therapy and the patient had not been in any hyperbaric chambers or hot tubs. The hcp stated they had not had any issues with volume discrepancies or other refill issues with this pump. The manufacturer's technical services specialist (tss) reviewed how the reservoir valve mechanism worked in the pump. Tss reviewed with the hcp that the concern will be documented and they could continue to monitor the situation. Additional information received from a health care provider (hcp) indicated that no diagnostics/troubleshooting was completed. The cause of the refill issue was not determined and the provider was planning on replacing the pump. It was further reported that the issue was still occurring and the provider was planning on a pump replacement.